Event description:
Additional information received indicated that the device will not be replaced due to the patient¿s poor health condition. The patient will continue to be monitored every 3 months.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital for a follow up due to suspected premature battery depletion. A vibration test was performed and the patient didn¿t feel the alerts from the device. No further information is available at this time.